Event description:
Is there anybody or anything that requires any type of lab to meet any federal requirements? Doctors will not believe a lab that has run tests on a person unless it was done in there lab. I believe if all labs have to meet a certain standard doctors must accept their results.